Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified and 90% stenosed distal circumflex artery. A 3.5 x 38 mm xience prime stent was deployed in the lesion when a distal edge dissection occurred. The dissection was treated with placement of a new xience prime stent and timi iii flow was achieved. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.